Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after trying different charging cables and wall adapters. Despite this issue, there was no adverse impact to the customer's blood glucose level. The customer was advised to allow the pump's battery to fully deplete and then return it to tandem using a pre-paid label. A replacement pump was sent to the customer, who understood the instructions provided for the process.